Event description:
Pt reported being admitted to the hosp with ketaocidosis. Pt stated the device would not prime and she did not get any error messages. Pt stated that all accessories were new except for the piston rod, which she did not know how old it was. While in the hosp the pt found out she was pregnant. Pt was treated with an insulin drip and released in 2005.